Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touchscreen was shattered and unresponsive. There was no reported impact to the customer's blood glucose. Reportedly, the customer had an alternate method of insulin therapy available.